Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was received by the manufacturer for evaluation. Testing found that the computer had a hard drive malfunction due to bad sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the system displayed no signal on the monitors. There was no patient present when this issue was identified. No additional information was provided.